Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the caller successfully completed without the malfunction recurring. The customer was advised to continue using the pump and to contact support again if any issues reoccur.